Event description:
My dream station would shut down when in use, at times it would restart itself, other times it would appear to be overheating and would not immediately restart. I contacted philips about having it repaired or replaced but was told to try different things. I refuse to endanger myself by continuing to use this unit. Philips was not interested in repairing or warranting this machine.